Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the patient had the pump system removed in 2010 because it wasn't helping. The exact date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.